Manufacturer narrative:
(B)(4). Additional information received from baxter-(B)(4): the nurse confirmed that (B)(6) 2011 was the date of death and cause of death was a heart attack. The patient was on dianeal and extraneal via the cycler until expiration on 27 apr 2011. The nurse did not think the patient was on the hc machine at the time of death. The patient was hospitalized on (B)(6) 2011 due to chest pain. The nurse did not think the device was causally related to baxter peritoneal dialysis (pd) solutions or device. There is no further information expected for this case.

Manufacturer narrative:
(B)(4). Baxter product analysis lab (pal) did not receive the device for evaluation. No failure or malfunction was reported that would have caused or contributed to the patient death. Review of the device history record and service history revealed no issues that could have caused or contributed to the reported issue of the patient passing away. No further information was provided. The reported issue with regards to the device was not confirmed or assignable cause determined.

Manufacturer narrative:
(B)(4): should any additional information become available, a follow up report will be submitted.

Event description:
On (B)(6) 2011, the paitient's son contacted baxter (B)(4) for assistance with removing the cassette from the machine. He reported that the patient had past away two weeks ago. The device was scheduled to be picked up from the patient's home. No further information was available.